Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 at about 9:00pm, the patient was laying on the bed and while his spouse was downstairs doing chores. The spouse heard the patient as they were having a seizure and found the patient with one leg pounding on the floor. The cgm was displaying 67 mg/dl and when emergency medical services was called, they arrived at 9:10pm. Upon arrival, they checked the patient's finger stick and it was 26 mg/dl. They treated the patient with IV glucose and the patient recovered. When the patient regained consciousness, they ER able to eat and ems left once the patient was stable. On the morning of the day of this report, the patient was feeling okay but reported that their readings were still off. The cgm was 329 mg/dl and the bg was 258 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.